Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading a new cartridge using the correct technique and was able to successfully resume insulin therapy. Issue was resolved.